Event description:
On 10/2/95 pt had 3 fr PICC catheter inserted right arm prior to discharge for administration of antibiotics. On 12/5/95 pt came to ER to have catheter checked due to leaking at insertion site and repair site. Due to previous leaking decision, was made to remove catheter from right arm. Difficulty experienced with removal. Catheter broke at insertion site. Approx 10-12 inches of catheter remained in right upper arm. Cut down in right basilic vein done and PICC catheter removed intact. (2 sections)